Manufacturer narrative:
The customer reported recurring 9000a, 90002 and 90007 errors. The customer evaluated the device, and found that the control pca had failed. Replacing the control pca resolved the failure.

Event description:
The customer reported recurring 9000a, 90002 and 90007 errors.